Event description:
The programmer was returned due to a broken handle and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found that both case handles were broken, that it had a loose electrocardiogram (ECG) connector and that the plate inside the power cord bay door was starting to come loose. Analysis also found that the programmer failed the audio loopback test and files indicated that the link electronics module (lem) had had an error in the past.